Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. Confirmation of the reported event of early sensor expiration could not be determined. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 , that an early sensor expiration occurred. The sensor was inserted at the abdomen on (B)(6) 2018. No additional event or patient information is available. No additional patient or event information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion".